Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) migrated in the pocket. Additionally, shock impedance measurements for the ICD and right ventricular (rv) defibrillation lead were noted to have increased to 100 ohms. Previous shock impedance measurements were noted to have trended in the 50 ohms range. An invasive procedure was performed. The device was repositioned in the pocket and defibrillation threshold (dft) testing was attempted, however, difficulty was encountered with keeping the patient in ventricular fibrillation (vf). A commanded 41 joule shock was instead delivered and returned shock impedance measurements of 62 ohms. This product remains implanted and in service. No additional adverse patient effects were reported.